Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified concentration of isovue contrast medium, at an unspecified rate, via a power injector. The secure lock male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time during the injection, the removable clave port disconnected from the tubing set. It was reported that an unspecified volume of solution leaked and an unspecified volume of blood loss were noted. It was reported that the tubing was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.